Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported, "the hospital believes that the masimo spo2 reading from the monitor was not correlating with the patient's blood gases." It was indicated that the patient had a poor outcome. The hospital has declined to provide information citing patient confidentiality.